Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the foot on the back of the cutting block appeared to be uneven. Item has been tagged as damaged.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the initial report states, "mr stoney was getting different readings from the cutting blocks and the verified numbers when using the 4 array. Tested the 'flattness' of the foot on the back of a cutting block and appeared to be uneven. One of the taps that holds the foot into the cutting slot of the block was pushing down and therefore tilting the block when verifying. Item is damaged and requires immediate removal from loan kit. Item is tagged as damaged and ready to be collected from hospital with remaining loan kit." Although distributed by depuy synthes joint reconstruction, the product is designed, manufactured and labeled by the manufacturing supplier. The requirement of ha reporting, complaint investigation, root cause, and corrective action is the responsibility of the designing supplier of this item, per the supplier agreement. The product/information will be transferred to the supplier with the complaint problem statement for investigation. The results of the supplier investigation are to be populated into the depuy synthes customer quality complaint management system. Per the supplier agreement, the supplier is responsible for any corrective actions identified during the complaint investigation process. Records show the product complaint sample associated with this complaint was delivered to the legal manufacturing ((B)(6)) facility for investigation per the supplier agreement, however following communication with the brainlab support team, a record of this complaint could not be found and the delivered device could not be located. Due to the suppliers inability to locate the complaint sample, a non-product nonconformance was initiated in our quality management system to document and investigate what lead to the process deviation.